Event description:
On (B) (6) 2009, terumo cardiovascular was advised by a user facility (uf) of an occurrence that occurred during cardiopulmonary bypass surgery. The actual date of surgery was (B) (6) 2009. The uf reported that while the cpb procedure was being conducted, the flexible circuit tubing was attached to the distal port of the arterial blood filter became disengaged from the filter. As a result of the tubing detaching from the filter, approximately 500cc of pt blood was lost. The uf did not report a pt injury or death as a result of this event.

Manufacturer narrative:
The reported event where the flexible circuit tubing became disengaged from the distal port of the arterial filter was reported to terumo on (B) (6) 2009. It is to be noted that the subject article in the reported event is a cardiovascular procedure kit (a convenience kit that is a collection of multiple devices that are packaged together for the convenience of the user). Importantly, the connection that is made between the tubing and the arterial filter is a connection that is performed by the user facility and not by the manufacturer. The labeling that accompanies the convenience kit product includes specific directions to the user to confirm all connection in the bypass circuit and to secure connections with a tie-band. The affected product was returned to terumo for further investigation and visual examination of the product was conducted as well as documentation of photographs. Additionally, the product instructions were reviewed - and noted to include proper instructions fore securely making and verifying circuit connections. Based upon the investigation and communications with the user facility, terumo concludes that there was a component(s) failure as demonstrated by the fact that the tubing disengaged from the filter device - although neither the tubing or the arterial filter were found to be defective in any manner. Terumo references result because no definitive cause for the failure was identified. Based upon the investigation and findings, terumo is unable to make a final and definitive conclusion with respect to the reported event. No add'l event specific info is available at this time.